Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4). Cracked reservoir tube lip, cracked battery tube threads, severely scratched display window and cracked case near display window corners noted during visual inspection. No crack noted on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked around the case and display. The insulin pump had not been dropped or bumped. The blood glucose reading was 11.3 mmol/l. Nothing further was reported.